Event description:
It was reported that in central processing, it was observed that the wire frayed at the end where the joint is on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.